Manufacturer narrative:
Postal code: (B)(6). Information contained in this report was previously submitted through asr / psr on 15-oct-2018 and 22-jan-2019. A review of the device history record has been completed. No deviations or non-conformances noted. The reported events of wound dehiscence and drainage are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is: rupture. Device evaluation: analysis of the returned device identified: opening linear on anterior and weight to the spec. A visual and microscopic analysis was performed which identified: striated opening on anterior, black particles in the shell and creases fold. Based on the device analysis the final assessment is: a striated opening on anterior assessed as surgical damage.

Event description:
Healthcare professional reported left side rupture and ¿thick liquid output in the scar region, and this liquid resembles a silicone gel¿. Device has been replaced.